Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the glue was missing in an area and chips were present and pinholes on the objective lens with damaged glue was cause traced to component failure and for foreign object was identified was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that glue was missing in an area and chips were present, foreign object was identified and pinholes on the objective lens with damaged glue. There was no patient involvement.